Manufacturer narrative:
No device sample is available for investigation. Per device history report (DHR) review investigation did not show issues related to this complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to monitor and trend relating complaints.

Event description:
The event is reported as: complaint alleges: the customer reported that the stapler jammed halfway through the usage of the device. No pt injury. Pt current condition is fine.